Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a small pericardial effusion post implant, and was started on a blood thinner which exacerbated the effusion. The decision was made to remove the implantable cardioverter defibrillator (ICD) system, then perform a pericardiocentesis and reassess the patient. No further patient complications have been reported as a result of this event.